Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) / biomed need assistance on 8015 sn (B)(4) unable to communicate to serial ports, asm v12.1 software will not recognized 8015 device. Failure device type: failure problem type: failure mode: case resolution: resolution, it to replaced sio assembly board it appears to be faulty. I provided the part tc10004047 for sio assembly, biomed will go ahead and order the parts. Biomed will let me know if she need further assistance. Ref: (B)(4).